Event description:
The report received from the affiliate indicated that pci was being performed on a 90% occluded lesion in the proximal left circumflex that was moderately calcified and highly tortuous. A grand slam guidewire was delivered and straighten the vessel. When a 2.0x15mm fire star balloon was delivered to the target lesion and was being inflated, the pressure would not increase above 4atms. Then the physician tried to pressurize the inflation device up to 9atm, but the pressure would not increase and the physician suspected rupture of the balloon of the fire star. When the fire star was retrieved from the patient, vessel perforation was confirmed by smoke-like blood leakage at ostium of the left circumflex and the distal portion of the proximal left circumflex by angiogram. To treat the vessel perforation, poba with a sprinter legend balloon was conducted and taxus liberte and an unspecified cypher stent were implanted at the lesion. Sudden change in the patient's condition due to the vessel perforation was not confirmed. The procedure was finished successfully. The patient was followed with serial echocardiograms for half a day and no hemorrhage was confirmed. The patient is making satisfactory progress.

Manufacturer narrative:
The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The physician commented that pin-hole rupture of the balloon of the fire star was suspected as the cause of the vessel perforation. The cause of the balloon rupture is related to the balloon intensity and calcified vessel. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Please note that this device is available for testing and evaluation, but has not yet been received. Additional information received will be submitted within 30 days upon receipt.